Event description:
It was reported the patient was seeing a triangle caution screen. It was later reported the patient had no stimulation sensation and stopped feeling stimulation the day prior to report. The patient tried to use their programmer the morning of report to turn stimulation up and they were unsuccessful. It was noted the patient was on program 1 at 1.0 volts and the patient was assisted with turning it up to 1.2 volts. The patient stated they felt stimulation and it was comfortable and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient . Product ID: 3 889-28, lot# va0buzm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).